Manufacturer narrative:
The event occurred in china. It was reported that the rotaflow screen went black and the pump stopped. The issue was observed during patient treatment. The rotaflow was restarted, and the issue was cleared. No harm to any person has been reported. Since the pump has stopped, a report is required. The patient data was not shared by the customer. As confirmed by the field service technical, the issue was solved by restarting the device in question. Since the customer has not requested further investigation and repair of the device, no service report will be available. The most probable root cause for the reported failure "screen went black and pump stopped" has been determined as an operational issue such as accidentally touching the power switch. This is not a case of deliberate misuse. Confirmed by the getinge field service technician according to the customer. The review of the non-conformities has been performed on 2026-05-28 for the period of 2013-05-16 to 2026-05-21. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2013-05-16. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure "screen went black and pump stopped" could be confirmed. The following IFU section should be followed in case of a "pump stop" heart-lung support system rotaflow system, 4.4, en, 15. Chapter 2.2.4 general precautionary measures during use: if the pump stops during an application, the blood flow will be interrupted and supply to the patient will cease. Eliminate the cause of the pump stop and start the pump again as soon as possible. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on 2013. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in china. It was reported that the rotaflow screen went black and the pump stopped. The issue was observed during patient treatment. The rotaflow was restarted, and the issue was cleared. No harm to any person has been reported. Since the pump has stopped, a report is required. Complaint ID: (B)(4).